Event description:
The pump was returned for investigation. Investigation revealed a dim, red display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be dim, fading, and reddish in color. The keypad cover was observed to be worn / thinning out, and all keypad buttons responded normally to testing. The keypad cover was removed for further investigation and no contamination was found under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).